Event description:
The physician placed a feeding tube successfully. It was noted approx. Six weeks later that the g-tube adapter had detached from the side body adapter. The feeding tube was removed and replaced. No other info is available.